Event description:
The guide was used for implant surgery. After placing implant #6, the doctor observed that it had perforated the buccal plate. The doctor left the implant in, and ordered a remake with plans to extract the implant when performing the second surgery, which occurred on (B)(6) 2021. On (B)(6) 2021, an e-mail from the doctor was received which confirmed that surgery with the guide remake was successful.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the guide mold aligns with the final plan. Additionally, no issues were found during the guide's quality analysis. The deviation at site #6 may have been caused by the drill slipping and following the angle of the socket that was left after the immediate extraction. The original report has been updated to include a trajectory analysis of the guide which was returned to anatomage on 04/12/2021.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the guide mold aligns with the final plan. Additionally, no issues were found during the guide's quality analysis. The deviation at site #6 may have been caused by the drill slipping and following the angle of the socket that was left after the immediate extraction. Further analysis will be performed if the surgical guide is returned to anatomage.

Event description:
The guide was used for implant surgery. After placing implant #6, the doctor observed that it had perforated the buccal plate. The doctor left the implant in, and ordered a remake with plans to extract the implant when performing the second surgery, which occurred on (B)(6) 2021. As of 03/30/2021, no new complaints have been filed regarding this case.